Event description:
The following info was reported to kci by the infection control nurse: in (B)(6) 2011, the pt had a spinal incision line. The kci prevena incision management system was prescribed by the treating healthcare provider post surgery for the closed incision. It was reported that prevena unit was replaced due to the unit alarming. The reason for the alarming was not provided by the reporter. It was further reported that the incision had a fair amount of drainage. And the prevena dressing was saturated and was not changed for 48 hours. On an unk date, the pt developed an infection. The infection control nurse stated that this may have contributed to the pt's infection but this had not been confirmed.

Manufacturer narrative:
This report is being filed due to possible use error. Device labeling, available in print and online, stated the prevena incision management system should not be used to treat open or dehisced surgical wounds or on pts who have excessive amounts of exudate from the incision area which may exceed the prevena 45 ml canister.